Manufacturer narrative:
Our field service engineer investigated the ventilator and replaced the monitoring pcb (printed circuit board). The ventilator was tested, passed pre-use check and was cleared for clinical use again. No part was returned for investigation and no ventilator logs were provided. Since no parts were returned for investigation, the root cause of the technical error code has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer's ref #: (B)(4).